Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965 lead implanted 2012-09-05. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was suspected to have loss of capture with an abrupt increase in lead impedance and thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.